Event description:
It was reported that balloon rupture occurred. The chronic totally occluded (cto) target lesion was located in the severly tortuous iliac artery. A 6.00mmx 135cm 2cm peripheral cutting balloon catheter was selected for use. During procedure, it was noted that the balloon ruptured upon second inflation at 9atm for 15 seconds. The procedure was completed with a different device. No patient complications were reported.